Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The nurse stated that the membrane inside the dialyzer ruptured and was leaking blood. The leak was visually observed. Estimated blood loss was 250-300cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.